Event description:
It was reported on a right revision shoulder report for a patient, that they also had a left tsa, and had underwent a revision procedure on that shoulder. Reason for the revision and further details is unknown. No further information. This is 1 of 2 events for this patient.